Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported feeling sick and disoriented around lunchtime and had low blood glucose symptoms of a tingling tongue, headache, and being disoriented. Customer received the following results on the mobile system: 2.9 mmol/l (11:19 am), 6.8 mmol/l (11:53 am), 4.6 mmol/l (11:54 am), 4.0 mmol/l (11:55 am), hi (greater than 33.3 mmol/l; 12:02 pm), 19.6 mmol/l (12:06 pm) customer's wife treated him with toast and honey; customer's low blood glucose symptoms improved, and he administered his prescribed "lunch" dose of humalog at approximately 12:00 pm. Requested return of suspect device.